Manufacturer narrative:
The customer confirmed the initial results were not reported outside the laboratory. The customer reported the ultracentrifuged results outside the laboratory. The customer performed additional testing with patient 1's sample on a direct ise analyzer, phox ultra bga. The patient's results were na 169 mmol/l, k 4.29 mmol/l and cl 122.1 mmol/l.

Manufacturer narrative:
The customer's sample handling was ok. Per product labeling, "intralipid does not interfere in the tested concentration range up to 2000 mg/dl intralipid (corresponding to an approximate l index of 2000). There is poor correlation between the l index (corresponds to turbidity) and the triglycerides concentration. Pseudohyponatremia may be seen with the lipemic specimens as a result of fluid displacement." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for two patients tested on a cobas 6000 c (501) module serial number (B)(4). It was requested but not provided if the initial results were reported outside the laboratory. The customer ultracentrifuged the samples and performed repeat testing due to the patients samples containing lipemia. Patient 1¿s initial results were na 146 mmol/l and cl 104 mmol/l. Patient 1¿s repeat results were na 162 mmol/l and cl 115.1 mmol/l. Patient 2¿s initial na result was 134 mmol/l, and the repeat result was 142 mmol/l. This medwatch is for na. Refer to the medwatch with patient identifier (B)(6).